Manufacturer narrative:
Date of initial report: (B)(6) 2017, date of follow-up report: 2017-07-21 one lf1637 was received for evaluation. The reported condition that the device would not open was not confirmed. The jaws opened and closed properly when the latch was retracted and released. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device would not open. There was no patient injury.

Manufacturer narrative:
Date of initial report: 2017-03-03. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device would not open. There was no patient injury.